Event description:
Event description guidant received information that this pacemaker, which is included in the recent field advisory for failure mode 2, has been pacing at the maximum sensor rate for 25% of the time. The patient is symptomatic, with shortness of breath and the feeling that his heart is racing, with the high rate pacing. The pacemaker sensor was turned off, and the device then returned to the lower rate limit. The device has been explanted and returned for analysis. A new guidant pacemaker was implanted.